Event description:
It was reported that the button on a patient's x2 device was sticky and required multiple taps to turn on. There was no adverse impact to the customer¿s blood glucose level. Clinical diabetes sales specialist, was involved in the communication, and a follow-up was requested to discuss potential options, including the possibility of a replacement device. No additional information was received regarding the outcome of the event.